Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-femoral artery that was mildly tortuous and non-calcified. During advancement of the whisper guide wire, there was delamination of the hydrophilic coating in the distal portion of the guide wire creating resistance with the internal lumen of the catheter. The guide wire failed to cross due to the interaction with the guiding catheter. During retraction, there was resistance and the guide wire became hydrophobic. Another device was used to complete the procedure. There was no adverse patient effect and the patient was stable. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.